Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
It was reported that following a catheterization via the right femoral artery, a 6f angio-seal was selected for use. The pt was kept on bedrest for four hours post procedure. The pt was out of bed and ambulatory without difficulty. The pt had goo pedal pulses and complaints of stiffness in the right leg, but denied numbness. The pt's skin was also warm. At the five day post procedure check, the pt had mild discomfort with walking. The vascular surgeon consultant found claudication. The pt underwent exploration, thrombectomy and a patch angioplasty of the right femoral artery. Additional info was not available. The implant and explant dates are month specific.